Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is not related to the device. Seroma-late: unable to observe, since it is not related to the device. Additional observations: wear abrasion and deformation device observed, on the device. Yellow particles observed, on the device.

Event description:
Healthcare professional reported, exchange from textured to smooth, due to concern with the product. As well as, fluid in unknown side. This record is for the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported exchange from textured to smooth due to concern with the product as well as fluid in unknown side. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid in unknown side."